Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). Additional event information: product answers to pcf. A. Date of event? (B)(6) 2023. B. Please provide the implantation date. (B)(6) 2017. C. Was there any revision surgery? If yes, please provide the details.-yes, change tibia. D. Please provide the lot numbers of the reported products.-not available. E. Please confirm the manufacturer for the cement product? Is it depuy synthes manufactured? If yes, please provide the product code and lot number of the cement product. Biomet. F. What was the specific allegation against the attune ps rp insrt sz6 5mm? No. G. Was/were there any adverse consequence/s that affected the patient because of the reported event? Unknown. H. Was there a surgery delay? If yes, what was the duration of the delay? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was kicked by a cow and suffered right tibial loosening, between cement and implant. Competitor cement used. No surgical delay reported. Doi: (B)(6) 2017. Dor: (B)(6) 2023. Right knee. Patient status/ outcome / consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required?: unknown. Is the patient part of a clinical study? Unknown. Ip-(B)(4). Device property of? None. Device in possession of? None. Ip-(B)(4). Device property of? None. Device in possession of? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.